Event description:
It was reported the patient was experiencing sudden symptoms of feeling terrible, swaying, being off and losing balance, staggering, and not being able to walk. The patient was not feeling well and they were experiencing balance problems around 2014-(B)(6). The patient had gone to the hospital and they were feeling much better on thursday of last week after they were sent a replacement antenna. On the day of this report the patient¿s symptoms returned and they were re-admitted to the hospital. The healthcare professional (hcp) wanted to know if there was another problem with the antenna. The hcp believed that both implantable neurostimulators (ins) were on, but one was losing charge fast and the other was also losing charge. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent. Refer to manufacturer report #3004209178-2014-23956.

Manufacturer narrative:
Concomitant: product ID 37612, serial# (B)(4), implanted: 2012-(B)(6), product type implantable neurostimulator. Product ID 7482a51, serial# (B)(4), implanted: 2011-(B)(6), product type extension. Product ID 3387s-40, lot# v194784, implanted: 2011-(B)(6), product type lead. Product ID 37651, serial# (B)(4), product type recharger. Product ID 37642, serial# (B)(4), product type programmer, patient. Product ID 3387s-40, lot# v154598, implanted: 2009-(B)(6), product type lead, product ID 7482a51, serial# (B)(4), implanted: 2009-(B)(6), product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient needed a recharger and they were unable to recharge the implantable neurostimulator (ins) without it. The patient was given a recharger by the manufacturing representative. The patient was hospitalized when the manufacturing representative met with the patient. After the patient was given a recharger, they were able to recharge and they were doing well. The patient had a 50 percent or greater symptoms reduction and they had recovered without permanent impairment.